Event description:
Event description cpi received information that these two sweet tip rx leads had dislodged due to patient's twiddling and were unable to be repositioned. Two new cpi leads were successfully implanted.